Event description:
It was reported that the health care professional (hcp) called for review of device for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services reviewed and found the device is programmed to primary with 1x gain. Additionally, smart pass was off. There was a change in conduction which caused smaller, wider and faster rhythm. The rhythm did return to normal however, there was oversensing. There was no inappropriate as a result of the oversensing. Technical services recommended to continue to monitor. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.